Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of short battery life with sudden voltage drops. All current draws measured above specifications. Current draws returned within specifications after the cgm connector was disconnected from the printed circuit board. An intermittent condition was found was found in the cgm module due to a cold solder connection on a pin. The pin was re-soldered, and the cgm module was reconnected to the printed circuit board. Current draws remained within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.